Event description:
It was reported that, "revised for presumed metal reaction due to modular taper corrosion on (B)(6) 2011."

Manufacturer narrative:
The info on this per was provided by FDA maude event reporting ref. #: (B)(4). The unk adm acetabulum was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer. The catalog number and lot code for the reported devices was not provided. Additional info pertaining to the devices referenced in this report was requested. If devices or additional info become available, the evaluation summary will be submitted in a supplemental report.